Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali vena cava filter products that are cleared in the us. The product classification code for the denali vena cava filter product is identified in d2. The lot number for the malfunction was provided and a lot history review was performed. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical images was provided. The investigation is confirmed for tilt and material deformation; however, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl950j vena cava filter allegedly experienced difficult to remove and malposition of the device. This information was received from one source. The malfunction involved one patient with no patient consequences. The weight of the 66 year old female patient was not provided.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the denali vena cava filter products that are cleared in the us. The product classification code for the denali vena cava filter product. The lot number for the malfunction was provided and a lot history review will be performed. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical images have been received for evaluation. The investigation of the reported malfunction is currently underway. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl950j vena cava filter allegedly experienced difficult to remove and malposition of the device. This information was received from one source. The malfunction involved one patient with no patient consequences. The weight of the (B)(6) year old female patient was not provided.